Event description:
It was reported that the customer experienced a power source alert 07. There was no reported impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, and this action successfully resolved the problem as the pump began charging, requiring no further assistance.